Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation revealed that there was a system malfunction. Our investigation of the case logs found multiple registration warnings. These warnings will state "registration incomplete. The current case's image registration is incomplete. Load a scan or image set to continue." The user was able to proceed with the case without the use of the system. No adverse effects to the patient were reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue cannot be traced.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.